Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had only had one emergency room visit since she started using an insulin pump 15 years ago. Prior to wearing the insulin pump, the customer had at least 2 ambulance rides per year as well as a hospitalization every few years. The customer had also experienced blood glucose values in the 40-45 mg/dl range. The product is not being returned. Nothing further was reported.